Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device what is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device? If yes, please explain. Any issues with the staple formation during the initial procedure? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Did the patient receive any preoperative chemotherapy or radiation? What structure was the device being fired upon when the vein was torn? What was the approximate location of the vessel? Was it distal or proximal to any main artery or vein? When did the tear occur? Was it during a firing sequence? Or was it observed after a delay in time? Was there any additional tension applied to the vessel upon firing? What was done to contain the bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pulmonary lobectomy the echelon vascular pve35a device with vascular recharge vasecr35, tore the patient's vein. This generated critical bleeding, a very complex situation during surgery, indicating the doctor's life-threatening condition. The patient came out to the ICU, intubated, with 6 units of red blood cells due to the profuse bleeding patient presented during surgery. Patient is stable. Was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? No. Did the patient/user require prolonged hospitalization as a result of the event? Yes. Description when the patient left the ward: pt had to be sent to the ICU intubated. Pt had to have 6 units of blood applied for the bleeding. What is the patient/user status after the event? Currently stable. Was there a significant delay? Unknown.